Event description:
It was reported that during a laparoscopic gastric bypass procedure, the top seal separated from the housing. They removed the trocar and got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Improper/insufficient weld. Evaluation summary: the analysis results found that the b12lt was received with the universal reducer cap misassembled; therefore, the seal cap and the seal base are separated and the inner seal assembly out of position. The energy directors have evidence of not being properly welded during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.